Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, documentation drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath was damaged and in used condition. Biological matter was visible throughout the device and proximal fittings. The tubing measures 55.8cm in length. The proximal fittings were separated from the tubing, and the proximal flare was out of round and flattened. There was a kink noted 8.3cm from the distal end of the flare. The kink was not sharp and was likely caused be hemostats. The remainder of the sheath tubing was smooth and undamaged. The inner diameter of the connector cap distal was measured and found to be within manufacturing specifications. However, the sheath flare was damaged such that the dimensions could not be obtained. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, an IFU is provided with the device, which states ¿insert the introducer dilator over the wire into the sheath. 3. Withdraw the sheath and dilator as a unit." Moreover, a review of the manufactures instructions and quality control procedures was conducted and revealed no gaps. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device but may lie with the patient condition has anatomy was noted to be heavily calcified. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a lower extremity arteriogram, the hub of the flexor raabe guiding sheath separated. Access was obtained in the groin, and the patient's anatomy was noted to be heavily calcified. An unknown wire guide was used during the procedure. Upon removal of the sheath for a sheath exchange, it was observed that the distal portion of the device separated at the hub/check-flo valve. The procedure was completed successfully using a short sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.